Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02869 for the associated device information. It was reported to boston scientific that an advanix pancreatic stent was used in a pancreatic stent placement procedure performed in the pancreatic duct on (B)(6) 2016. According to the complainant, during the procedure, it was observed that the pullwire was so tight that it became difficult to pull when they attempted to release the stent. The whole delivery system was withdrawn. It was noticed upon checking the stent outside the patient that the proximal part of the stent was bent/deformed. The same issue occurred on the second attempt, however it was forcibly released and the stent was fully deployed. Furthermore it was noticed that the stent had sever bending upon viewing through endoscope. The procedure was completed with the second advanix pancreatic stent and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".